Manufacturer narrative:
Based on the currently available info, we are unable to confirm the reported product problem or determine a root cause. The contact indicates that two pieces of mesh that were cut off prior to being hydrated in saline and the hydrogel that came off of the mesh during placement are being returned for eval. When/if the samples are returned a f/u MDR will be sent to report our findings.

Event description:
The following was reported to davol: it was reported that a sepramesh was cut to size, hydrated in saline and then deployed mesh side out, down a trocar into the pt's abdomen. When the mesh was unrolled, a clump of what looked like the hydrogel coating came free of the mesh. The surgeon examined the mesh and was satisfied that enough of the barrier was still intact and the mesh was placed and fixated without issue. As reported no pt injury has occurred. However, the effectiveness of the mesh could potentially have been compromised. As such, we are reporting this as a malfunction.